Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient is experiencing vocal cord paralysis. The patient had his generator recently replaced. At the time of the replacement, the device was at eos (end of service). It had been at eos for a few months prior to the replacement. When the new device was implanted, the doctor wanted to program the device on directly after surgery. The diagnostics were ok. Several weeks after surgery, the patient visited their neurologist, and was having difficulty speaking above a whisper. The device was programmed off at that time and was left off for a few weeks. The vocal cord issues did not resolve during that time. The patient visited a different neurologist who programmed the device back on, and the patient's voice issues improved slightly. The patient was referred to an ent doctor and was diagnosed with left sided vocal cord paralysis. No other relevant information has been received to date.